Manufacturer narrative:
Initial reporter fax: (B)(6). Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing easily snaps apart could not be verified due to the product not being returned for failure investigation. A device history record review for model 72213n lot number 21019706 was performed. The search showed that a total of 14,403 units in 1 lot number was built on 09jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 15 sec set 20dp 30in w/hanger ll experienced component separation. The following information was provided by the initial reporter: without opening the package, you can wiggle the tubing at the base of the buretrol and on some sets, the tubing easily snaps apart.